Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the sternal saw had a bent blade protector. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by visual inspection by the investigator. The service repair technician (srt) performed a functional test ad observed the sternal saw operated as intended (without the blade). An internal inspection revealed the saw was in good condition with no signs of corrosion or excessive wear. The srt replaced the sternal saw blade protector and performed verification/release testing. The sternal saw operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.